Event description:
The customer reported that during an arthroscopy, the surgeon complained that the pencil was getting hot and it burned his finger. There was a blister on his finger and it has already started to heal the day after the incident. No treatment on the burn was necessary. The settings on the generator were cut 30w and coag 30w. The biomedical engineer at the site tried to replicate the situation without success. The generator will remain at the site since it has checked out fine and to spec. The pt was not harmed in this procedure.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.